Event description:
For use with exeter long, the plug was inserted, and cement was injected using a cement gun three minutes after the start of mixing. When the stem was inserted, a sudden drop in blood pressure of the patient was confirmed. A defibrillator was used, and cardiac massage was continued for about 60 minutes, but the pulse did not return and the patient died.

Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.